Manufacturer narrative:
Insulin pump had unresponsive buttons at up and down due to unlocked lcd keypad connector during visual inspection. Unable to perform operating currents, self test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test due to unresponsive button. No button error alarm during testing. However, keypad flattened button dome switch (creased) was found on up.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high as well as low blood glucose level. Customer's current blood glucose level was 480 mg/dl. Customer also experienced low blood glucose level of 40 mg/dl. Customer¿s blood glucose level was 259 mg/dl at the time of incident. Customer stated that the esc and act buttons were work intermittently. Troubleshooting was done for button issue and the time was advancing. Customer also mentioned blood glucose level such as 336 mg/dl, 276 mg/dl. The customer feels ok to troubleshooting high blood glucose level. Customer reported that they did not contacted their health care professional regarding the high blood glucose event. The customer did not provide any symptoms regarding high and low blood glucose. The customer was unable to take a manual injection, had no syringes. The drive support cap appears normal. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. Based on customer report customer does not allege insulin pump was under or over delivering. The insulin pump was returned for analysis.